Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time. Additional information received indicated that this device was replaced on (B)(6) 2024. It was not reported that the device would be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time.